Event description:
Additional information received reported a catheter occlusion. A health care provider (hcp) advised that the patient¿s pump may have been flipping. At the last refill, the patient had abnormally high residual volume in the pump. The patient was scheduled for a pocket revision to occur the day after the report. The location of the catheter issue was unknown. Further troubleshooting was going to be performed. The pump was infusing morphine. The patient was alive with no injury at the time of the report.

Event description:
It was later reported that the pump was revised. The pump was re-anchored and the pump connection was replaced. The pump was confirmed to be flipped at an appointment that occurred on (B)(6) 2015. It was unknown if the event was due to inadequate placement at implant. A catheter issue was confirmed and identified during a catheter revision on (B)(6) 2015. The location of the catheter issue was the proximal/pump segment. At the time of report the patient was doing fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a flipped pump occurred. The flipped pump was manually palpated. The clinician programmer could not communicate with the pump 2 weeks prior to report. The pump was flipped back to correct position 2 weeks prior, but the pump flipped back over. The patient¿s health care professional (hcp) told the patient a potential catheter could occur and referred the patient to an implanting physician for revision. The revision surgery had not been scheduled. The pump was re-programmed the day prior to report and increased 10 %. The pump was not at the point of getting any relief. The patient was told 5 mcg/day of prialt was needed and they were gradually increasing to that daily dose. The patient¿s optimal dose was planned to be reached in may. The patient¿s pain level was better than it was before implant, but it changes and at the time of report the patient¿s pain was worse. The patient was taking an unspecified type of oral pain medication. The pump was used to infuse prialt (concentration 25.0 mcg/day,daily dose 2.154 mcg/day). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).